Event description:
The customer stated that they generated patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with negative/low anion gap on the au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided two (2) patient results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse determined multiple hardware malfunctioned. The fse cleaned/replaced all ise (ion selective electrode) tubing, reference electrode, mixer bar, sodium electrode, chloride and potassium electrodes to resolve the issue. No further issue noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).